Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2023, the patient experienced infection and diabetic ketoacidosis (dka), both of which the reporter (patient's child) attributed to a skin reaction. The patient reportedly experienced itching, rash, redness, inflammation, blisters, drainage, pustules, and infection that extended beyond the patch perimeter. The patient was also noted to be dehydrated, disoriented, and vomiting. The patient was transported by the reporter to the emergency department and admitted to intensive care unit (ICU). There, he was treated with insulin drip, fluids for dehydration, and IV high strength antibiotics. They checked his blood sugar and it was 660 mg/dl. The cgm reading at that time was not reported. They cleaned the infected area, prepped it, and put a bandage on it. The patient stayed for 3 days in the ICU and got discharged on (B)(6) 2023. At the time of the report, the patient was stable and recovered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Diabetes mellitus is a known cause of diabetic ketoacidosis.